Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of 24-aug-2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being conservatively reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient experienced transient post-procedure hypoxemia. It is unknown what medical intervention, if any, was required as a result of the post-procedure hypoxemia. In addition, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced transient post-procedure hypoxemia. Intuitive surgical, inc. (Isi) reached out to the customer to obtain additional information, but no additional patient/event information was provided.